Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and the insulin pump did not beep and vibrate. The customer's blood glucose level was 155 mg/dl. Customer reported that the pump did not beep or vibrate when the blood glucose required message and saw the message on the screen before the pump exited auto mode. The insulin pump will not be returned for analysis.